Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not have multicolored dots. The issue was identified during preparation for use. There were no reports of patient harm.

Event description:
It was reported that the subject device did not have multicolored dots. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable; therefore, the cause was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.